Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Customer reports the screen was not completely blank. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches and cracked keypad overlay a select button. Unable to perform the displacement test and self test or verify frozen screen due to unresponsive buttons.